Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient on their e602 analyzer. The initial results were reported outside the laboratory and the physician questioned the patient's thyroid results. A peg precipitation was conducted by the customer and it was suspected the ft3 and ft4 were affected by a non-specific reaction. The customer returned the patient's sample for investigation. The patient's sample was sent for testing using a centaur analyzer. The patient's tsh result from the e602 analyzer was 0.460 uiu/ml. The result from the centaur analyzer was 0.80 miu/ml. The patient's ft4 result from the e602 analyzer was 2.3 ng/dl. The result from the centaur analyzer was 1.4 ng/dl. The patient's ft3 result from the e602 analyzer was 5.4 pg/ml. The result from the centaur analyzer was 2.2 pg/ml. The centaur results were reported to the laboratory technician. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The tsh, ft4, and ft3 reagent lot numbers and expiration dates were requested but not provided. The customer would not provide the specific date of this event.

Manufacturer narrative:
The customer returned two patient sample tubes for investigation. An interfering factor to streptavidin was identified in the sample for ft3 and ft4. This interference is documented in the package insert. Other reagent involved in this event: brand name: ft3 - free triiodothyronine common device name: radioimmunoassay, total triiodothyronine manufacturer information: same as for tsh, thyrotropin catalog number: asku, lot number: asku. Expiration date: asku. Manufacturing site: same as for tsh, thyrotropin. PMA/510(k)#: k963127.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the event was requested but not provided.